Event description:
It was reported on (B)(6) 2013 that the patient returned to the hospital because he did not feel stimulation. It was noted that all impedances were greater than 4000 ohms. It was further noted that the physician did an x-ray and a fracture of the conductor was visible near tines. It was noted that the physician replaced the lead. It was noted that the patient correctly felt stimulation and felt fine. It was noted that actions required as a result of this event included hospitalization, medical intervention, and surgical intervention. It was noted that the patient¿s status at the time of this report was alive with no injury and no adverse event. It was noted that there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, serial# unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found that the lead body conductor was broken at or near the tines.